Manufacturer narrative:
This occurred on an unknown day in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with an one-link needle-free IV connector. This occurred during an unknown process step. It was stated that there was blood found in the cap of the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.